Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high rv impedance and rising thresholds. No intervention was completed. The lead is still in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.